Event description:
The account alleged that the brake detent on an affinity 4 bed is broken and the brake would not lock.

Manufacturer narrative:
The technician found the brake detent was cracked which allowed the brake pedal to set but the caster would continue to roll. The technician replaced the brake detent to repair the bed. (B)(4) is a field corrective action which replaces the brake detent mechanism, brake/steer pedals and adjusts all four casters of the affinity 4 birthing bed. This failure occurred post (B)(4).